Manufacturer narrative:
Corrections: b5: in earlier report, the following should have been entered: additional information was received that the lead was fractured. Surgical intervention occurred to explant and replace the lead to address the issue. H6 - medical device problem code: in earlier report, 1260 should have been entered instead of 1291.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the lead was explanted and replaced, which resolved the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective simulation, and high impedances were measured at the lead contacts. Reprogramming did not resolve the issue. As a result, surgery may occur to address the issue.